Event description:
The customer reported the bonded portion closest to the IV tubing juncture failed and the set came apart while on a vascular ICU pt. There was no pt harm or medical intervention required. Although requested, no further pt or event info was provided.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2014. Internal file no: (B)(4). The set has been received and the eval is pending. A follow up report with investigation results will be submitted once the eval is completed.